Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro tissue welder would not ligate. There was no power output to the hemopro. The hospital played with the connection of the hemopro and the cord to get it to work. Then the power supply started beeping without touching the hemopro trigger. The unit began smoking and then it worked intermittently turning on and shutting off. The pre-cautery test was performed with no problems before the procedure. A replacement unit was used to complete the procedure. The hospital didn't report any pt complications. The maquet territory manager reported that this was a brand new cable.

Manufacturer narrative:
Investigation results: maquet cardiovascular received the device on 12/17/2009. The visual inspection revealed that the cutter wire was burnt. It was also observed that there was a burnt mark on the cold jaw boot. A supplemental report will be submitted when the investigation has been completed and the final failure analysis has been received. (B) (4).